Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer stated that this was the third day that she had low blood glucose readings. The customer declined to troubleshoot for low blood glucose reading.